Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/lab data, including dates: (B)(6) 2016 (11:00): ck=53 u/l, normal upper limit 200; (B)(6) 2016 (01:00): ck-mb=28 u/l, normal upper limit 25; (B)(6) 2016 (11:00): ck-mb=13 u/l, normal upper limit 25; (B)(6) 2016 (01:00): troponin I=324 pg/ml, upper reference limit 24; (B)(6) 2016 (11:00): troponin I=237 pg/ml, upper reference limit 24. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience pro x everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure with implantation of a 3.0 x 18 mm xience pro x stent in the proximal circumflex artery. Post stent implantation, a dissection was noted. A 3.0 x 08 mm xience pro x stent was implanted to treat the dissection and the event resolved (B)(6) 2016. No additional information provided.